Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose declined to 27 mg/dl. The customer stated they have treated for their blood glucose. Customer stated the perceived cause of their low blood glucose event wa from over-bolusing. The customer did not troubleshoot for their blood glucose. The insulin pump will not be returned for analysis.